Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including discharge testing and final testing with known good accessories without duplicating the report. The device was recertified and returned to the customer. It is noteworthy to mention the battery used during the event was not returned. The customer uses rechargeable smart batteries with their AED pro's. AED pro's do not have the hardware to communicate with a smart battery, so the AED pro's will treat this battery as if it was a regular non-rechargeable battery. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.